Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department for evaluation and the customer's report was not duplicated under testing. The device was subjected to extensive troubleshooting which included bench handling and functional testing without any discrepancies. Review of the device's history log does show occurrences of the reported message. The monitor board was replaced proactively. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.